Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was brought to emergency room due to low heart rate and had atrial fibrillation (af). The patient knew that this rv lead was dislodged and had opted not to fix the lead before because of renal insufficiencies. The physician decided to remove this rv lead and new lead was implanted successfully. No additional adverse patient effects were reported.